Event description:
Iabp balloons from 2 different lots performed improperly and resulted in a rapid gas less alarm. Pt had to be taken to the cath lab to have balloon removed. Both balloons were sent to datascope for inspection.